Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.

Event description:
It was reported that the system has a generator error. A "generator error" causes the system to automatically shut down, preventing operation. There is no report of injury or death associated with the event described in this complaint.